Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("spontaneous abortion/ miscarriage") and genital haemorrhage ("heavy and unusual bleeding") in a (B)(6) female patient who had essure inserted (lot no. 628191) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of morbid obesity, gerd, hypothyroidism, uterine fibroid, adenomyosis, itching, caesarean section, morbid obesity, grand multiparity and gravida. Pt reports with still continued pain but declined motrin. On (B)(6) 2011 - negative for intraepithelial lesion or malignancy. On (B)(6) 2012: hpv test (high risk only probe) from the thinprep vial if the final diagnosis is abnormal (includes ascus). Gardnerella : detected. On (B)(6) 2017 gyn fup-from a pelvic ultrasound : other ovarian cyst, right side. Other ovarian cyst left side. On (B)(6) 2017 : notes: wet smear: pseudohyphae: positive. Trichomonas: negative. Clue cells: positive. Wbcs: positive. Previously administered products included: depo provera and motrin [ibuprofen] for an unknown indication. Concurrent conditions were listed as pains in legs, pain in hip, back pain, allergic reaction to analgesics (itching), vaginal bleeding, amenorrhea, vulvovaginal discomfort, vaginal discharge, dysplasia, bacterial vaginosis and fibromyalgia. Concomitant products included omeprazole for gastrooesophageal reflux disease since 2014 and levothyroxine for thyroid disorder since 2009. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced pregnancy with contraceptive device (seriousness criterion medically important) and abortion spontaneous (seriousness criterion medically important). On (B)(6) 2014 she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and menstruation irregular ("unusual periods"). On (B)(6) 2017 she experienced pelvic pain ("intense pain") and abdominal pain ("abdominal pain"). Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea ("cramping while menstruating"), dyspareunia ("painful sex") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: plaintiff states she wishes to have the device removed, but she¿s been unable to do so because she does not have the funds to afford the procedure. It was felt that the essure instrument was in, the spacing was released, and the instrument was left lodged into the tube. However, no coils were noted coming from the area, but it was noted that the essure spring did go through the ostium. There were 3 springs in the uterus from the left side. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; menorrhagia, pelvic pain and cramping. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2020: medical record received removal details has been updated. This case is being submitted retrospectively following an internal review a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("spontaneous abortion/ miscarriage"), pelvic pain ("intense pain, chronic pelvic pain") and genital haemorrhage ("heavy and unusual bleeding") in a 28 year-old female patient who had essure inserted (lot no. 628191) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of gerd, hypothyroidism, uterine fibroid, adenomyosis, itching, caesarean section, morbid obesity, grand multiparity and gravida. Pt reports with still continued pain but declined motrin. (B)(6) 2011 - negative for intraepithelial lesion or malignancy (B)(6) 2012: hpv test (high risk only probe) from the thinprep vial if the final diagnosis is abnormal (includes ascus) gardnerella : detected (B)(6) 2017 gyn fup-from a pelvic ultrasound : other ovarian cyst, right side, other ovarian cyst left side. (B)(6) 2017 notes: wet smear: pseudohyphae: positive trichomonas: negative clue cells: positive wbcs: positive. Previously administered products included: depo provera and motrin [ibuprofen]. Concurrent conditions were listed as pains in legs, pain in hip, back pain, allergic reaction to analgesics (itching), vaginal bleeding, amenorrhea, vulvovaginal discomfort, vaginal discharge, dysplasia, bacterial vaginosis and fibromyalgia. Concomitant products included omeprazole for gastrooesophageal reflux disease since 2014 and levothyroxine for thyroid disorder since 2009. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced pregnancy with contraceptive device (seriousness criterion medically important) and abortion spontaneous (seriousness criterion medically important). On (B)(6) 2014 she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and menstruation irregular ("unusual periods"). On (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required) and abdominal pain ("abdominal pain"). Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea ("cramping while menstruating"), dyspareunia ("painful sex") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal, total abdominal hysterectomy, bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: plaintiff states she wishes to have the device removed, but she¿s been unable to do so because she does not have the funds to afford the procedure. It was felt that the essure instrument was in, the spacing was released, and the instrument was left lodged into the tube.however, no coils were noted coming from the area, but it was noted that the essure spring did go through the ostium.there were 3 springs in the uterus from the left side. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; menorrhagia, pelvic pain and cramping lot number: 628191, manufacture date: 2008-09, and expiration date: 2011-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.